Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped during the loading process. There were no alerts or alarms. Tandem technical support assisted the customer with successfully completing the loading process.